Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving morphine 10mg/ml at a dose of 3 mg per day via an implantable pump for non-malignant pain. It was reported that, upon arriving for what was thought to be a pump replacement, the hcp informed the rep that they were doing a pump pocket revision as a seroma type mass had formed above the pump in the existing pocket. The site was not infected, so the hcp left the pump implanted but moved it to a new pocket. The onset of the event/difficulty was not able to be obtained and it was not known if there were any environmental/external/patient factors that may have led or contributed to the issue. The previous pocket site was thoroughly washed out with irrigation during the case. It was not known if the issue was considered resolved at the time of the report. The catheter was explanted and replaced during the case as well. It was discarded by the customer and therefore would not be returned. The patient's status at the time of this report was listed as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.